Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 215mg/dl and 209mg/dl fasting. Reviewed meter memory (B)(6). Customer stated his meter is giving high results. Customer had difficulties verifying meter date and time on the memory of the meter due to customer vision impairment. Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and no medical attention is needed. The customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 05/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test 215mg/dl and 209mg/dl fasting.reviewed meter memory: 1: 240mg/dl fasting:yes. 2: 145mg/dl fasting:yes. 3: 173mg/dl fasting:yes. 4: 150mg/dl fasting:yes. 5: 249mg/dl fasting:yes. Customers concern:240,145,173,150,249. Customer stated his meter is giving high results. Customer had difficulties verifying meter date and time on the memory of the meter due to customer vision impairment. Adverse event not reported.